Event description:
Reporter is mother of child born with seizures, cerebral palsy, a clot in the left middle cerebral artery, with a stroke and evidence of cranial hemorrhage. Reporter states, at delivery a vacuum extractor was attempted 4 times and then medical staff gave her the option of c-section. By this time, mother states that she had a fever. The baby received an apgar score of '3'. Initially she attributed to the baby's poor out come to the treatment she received with cytotech, but now she is certain that it was the result of the vacuum extractor initiated at 9 3/4cm dilation. She was advised prior to the c-section to push and because of her history of interstitial cystitis such pelvic maneuvers were contraindicated, but her efforts to communicate her concerns to medical staff on that day were futile. She vividly recalls the 3rd and 4th try at vacuuming her infant as being far too excessive and she doesn't recall any alarms ever going off but did see several lights associated with the device. She is not undergoing legal consultation regarding the matter. The child is unable to sit up, has had a stroke with infarcts in '4' places of the brain, suffered an arterial dissection, with right-sided weakness and left hemianopsia. Has since found that others have had similar experiences. Is attempting to get records surrounding her child's birth, but the hospital has yet to release. Denies any history of blood dyscrasia in her or her husband's family.